Event description:
Additional information was provided that the malfunction happened while testing, there was no patient was involved.

Manufacturer narrative:
Other, other text: returned device was received in fair condition. During the evaluation of the device the device was powered up and had a constant "high pressure alarm". The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical cadd pump had a high pressure alarm when turned on. No adverse patient effects were reported.